Manufacturer narrative:
Continued h10 - related report numbers: 9617229-2025-06388, 9617229-2025-06467, 9617229-2025-06375, 9617229-2025-06412, 9617229-2025-06535.

Event description:
Healthcare professional reported "the outer shell of the implant container is ripping when they open it" and "where the inner sterile packaging on the implant is nearly impossible to remove from the outside tray". This record is for unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Company representative reported "the outer shell of the implant container is ripping when they open it" and "where the inner sterile packaging on the implant is nearly impossible to remove from the outside tray". This record is for unknown side.